Manufacturer narrative:
E.4. FDA notified? The initial reporter also notified the FDA via medwatch # (B)(4). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector would not flush due to occlusion. This complaint was created to capture the 2 of 2 related incidents. The following information was provided by the initial reporter: in ed, the loop would not flush. No known patient harm. Delay in care. In ed, the loop would not flush. No known patient harm. Delay in care, 3 days later. This is report number 8 for the same product with the same problem that it will not flush. What was the original intended procedure? IV infusion.

Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. It was reported by the customer in ed, the loop would not flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 23019096 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector would not flush due to occlusion. This complaint was created to capture the 2 of 2 related incidents. The following information was provided by the initial reporter: in ed, the loop would not flush. No known patient harm. Delay in care. In ed, the loop would not flush. No known patient harm. Delay in care, 3 days later. This is report number 8 for the same product with the same problem that it will not flush. What was the original intended procedure? : IV infusion.